Event description:
This x-ray system seems to have had an exposure but with no image. This could not be confirmed because the problem could not be reproduced.

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.